Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is to cover the reported fissure on the angio-seal device. See MDR report no. 3013394970-2018-00585 to cover the reported kink on the angio-seal device that was used on the same patient.

Event description:
The user facility reported that during a pci (percutaneous coronary intervention) procedure the involved 8fr. Angio-seal sts plus was taken out of the packaging and before use the nurse inspected the product. It was seen that the insertion sheath was damaged. The distal end showed a fissure and a kink at approximately 1.5 cm from the distal tip. It was reported that the anchor was not in its original position and the collagen seal protruded through the fissure. The puncture site was then closed with another 8fr angio-seal sts plus without complications. It was reported that no part of the involved angio-seal device was used. The patient was treated and had no complications.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section and provide the completed investigation results. One 8fr angio-seal sts plus was returned for evaluation. The carrier tube assembly was returned along with the plastic pouch. The bypass tube was detached at the distal end of the carrier tube and was not returned. Some swelling of the collagen could be noted within the slit in the carrier tube. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. The alleged crack in the carrier tube is a manufacturing feature which became apparent to the user due to the swelling of the collagen within likely due to perioperative exposure to moisture.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on august 29, 2018. The patient was in stable condition.